Manufacturer narrative:
Initial and final MDR (B)(4). H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion sets cannula kinked events on (B)(6) 2024 within 3 hours after insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-25528. Additional information - this MDR is being submitted to include the below: it was noted that patient declined troubleshooting. Also informed that he pushed down on the applicator too hard and this is what led upto the bent cannulas.

Event description:
To date additional patient or event details have been received which is added in h11.